Event description:
It was reported that a homechoice (hc) device had inaccurate fluid readings after patient use. The home patient (hp) stated that the registered nurse (rn) wanted to exchange the device for the inaccurate readings. The technical services representative (tsr) discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new device arrives. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The device passed electrical and functional testing. Internal and external visual inspections found no issues. The device was found to meet performance specifications and there were no issues identified that could have caused or contributed to the reported issue. A review of the event history log of the device found nothing related to the reported issue. The device did not have any previous service history. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).the reported issue was not confirmed during evaluation. The device was evaluated and no failure, malfunction or iipv events were identified that could have caused or contributed to the reported condition. The device passed rite testing and was determined to meet performance requirements per rite testing. Should additional relevant information become available, a follow-up report will be submitted.